Event description:
It was reported difficulty was encountered advancing this catheter into the aorta during a stent placement for an undetermined treatment. It was noted on withdrawal of the catheter the distal tip had detached and remained in the patient. An attempt to retrieve the detached segment was unsuccessful. A stent was placed to successfully secure the detached catheter tip to the iliac wall. No patient sequelae resulted from this event. The device was received, evaluated and retained by this manufacturer. The engineering evaluation indicated the returned catheter measured 96 centimeters. The tip of the catheter was detached and not returned for evaluation. A portion of the catheter tip material remained on the catheter shaft. Scoring lines and pit marks were noted on the catheter shaft. A lot search was performed and revealed no other complaints to date on this lot number. Additionally, a review of the device history report indicated this device met its specifications. The company's follow up indicated the patient exhibited calcified and narrow lesions in the right and left iliac. Company believes user technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. Company's directions for use outline appropriate placement and maintenance procedures.